Event description:
Additional information indicated that the ins was no longer helping patient's pain.

Manufacturer narrative:
Product ID: 3776-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3888-33 lot# v248575, implanted: 2010 (B)(6), product type lead product ID: 3888-33 lot# v162256, implanted: 2010 (B)(6), explanted: 2009 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up from the health care provider reported the cause of the event was unknown. Stimulator revision/generator replacement was not done because the physician felt this would not help the patient control their pain. The current suggestion is to have the patient do a pump trial. The patient did not require hospitalization due to the event and there was no injury to the patient. It was noted the patient completed a pump trial with good pain coverage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient's implantable neurostimulator (ins) battery was depleted. Battery depletion was normal. It was also reported that there was stimulation in the wrong location, "epidural lead stimulating groin, not low back." Patient status at the time of this report was noted as alive with no injury/no adverse event. The stimulation was reprogrammed as a result of the event. Battery replacement was planned. A revision of epidural lead was planned to cover low back. There were no patient symptoms/injuries related to this event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.